Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported being hospitalized for one week due to hypoglycemia. Prior to this, the patient reported that her cgm was ¿not working¿ but no specific error message could be recalled. No patient symptoms were reported. The patient could not recall what medication or treatment she was provided during her hospitalization. She was discharged on (B)(6) 2025 once her bg level was stabilized. The patient was ¿okay¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.